Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed by analysis of images provided by the complainant. Method & results: product evaluation and results: as per the images provided by the complainant the alleged failure is confirmed. The screw is disassociated. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed from the images provided by the complainant. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
A screw fell out of the mics intra-op. The surgeon caught it and it was removed from the surgical site. Tka 2.0.